Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and legal manufacturer's final investigation. Based on the results of the investigation, the reported event was confirmed during the evaluation of the device. The root cause of the reported event is unable to be determined. However, the likely cause of the reported event is due to a high-frequency treatment device was used without leaving a sufficient distance from the tip. The event can be detected/prevented by following the instructions for use (IFU) sections: 3.3 inspection of the endoscope. 4.3 using endotherapy accessories. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had a distal end case burnt. There were no reports of patient harm.